Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that impedance values are all over 30,000 on all electrodes and change with position of patient, makes it impossible to program at time of meeting patient. Which patient complains of not being able to turn it up (out of regulations oors). The rep ran several lead checks, all were good and green. Then ran impedance checks with patient in different s (sitting, standing, reclined) and found +40k impedance's on all electrodes sometimes and most electrodes others. The issue was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was no known cause of what would cause the shift in impedances due to postal change. The patient was recommended to consult neurosurgery for evaluation of replacement leads. The issue was still present and ongoing. The patient had an appointment with provider.